Event description:
The physician reported that there was 1 noise episode classified as a ventricular fibrillation stored with the memory of the associated ICD, which was identified during the follow-up on (B)(6) 2014. To correct the issue, the physician increased the persistence from 6 to 10 cycles. During the subsequent follow-up on (B)(6) 2015, no noise episodes were detected.